Event description:
It was reported that the patient experienced urethral erosion with ams 800 artificial urinary sphincter (aus). The entire aus system was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.